Event description:
The complainant reported that automated impella controller (aic) had a self-check failure during prep. The aic was removed from service. There was no harm to the patient.

Manufacturer narrative:
The investigation has been completed. The automated impella controller (aic) was returned for investigation. Console logs showed a persistent communication failure with the pbm (power battery manager) during the initial bootup. Due to this communication issue, the aic console rebooted automatically (as designed) to attempt another power-on. After rebooting, the console displayed "system self check failed" screen, and the console was then forcefully shut down. The issue was confirmed after console arrived for troubleshooting, as sau_powermod_1 would not load due to loss of communication with pbm1. Visual inspection confirmed pbm contamination which has impacted a neighboring rs232 communication channel. Additional analysis of the aic log revealed multiple failed handshakes with the rlm (unrelated to this complaint), caused by rl03136 unexpectedly rebooting due to its microsd card corruption (as evidenced by repeating ext4-fs error messages). The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.